Manufacturer narrative:
This report is submitted on april 21, 2017.

Event description:
Per the clinic, the electrode was not located in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device.